Manufacturer narrative:
The alarm trace on the date of the event included two "sample short" alarms. The calibration and qc were acceptable. Based on calibration and qc data, a general reagent issue is not likely. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys ferritin result for one patient from the cobas e 801 module.the initial result was 75.5 ug/l. The repeated result was 1634 ug/l.the physician did not believe the initial result based on the patient's result history.the repeated test was performed on (B)(6) 2020.the reagent lot number was 462033. The expiration date was requested but not provided.